Event description:
Boston scientific crm received info that this dextrus right ventricular lead dislodged. In a revision procedure, the lead was successfully repositioned. This lead remains implanted.